Event description:
Procedure type: lap sigmoid. According to the reporter: the sulu was used to transect the sigmoid colon and the staples did not form properly. It happened again with a second sulu. The surgeon changed to a larger sulu size and completed the case successfully. The surgeon removed additional colon to re-staple.

Manufacturer narrative:
(B)(4).